Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the company representative on (B)(6) 2017. It was reported that during the pump replacement procedure the physician was not able to detach the sutureless connector from the existing catheter which was left on the pump and replaced. The returned pump logs showed that as of (B)(6) 2017 the pump had been used to deliver morphine (25 mg/ml at 0.155 mg/day) and bupivacaine (2.4 mg/ml at 0.0149 mg/day). However, logs dated (B)(6) 2017 indicated that the pump had been used to deliver morphine (25 mg/ml at 16.96 mg/day) and bupivacaine (2.4 mg/ml at 1.6282 mg/day). The (B)(6) 2017 logs also showed a motor stall has occurred on (B)(6) 2017 with no recovery noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported a motor stall was seen at the initial interrogation. The patient did not recently have a magnetic resonance imaging scan. It was reported the motor stall was active but it was unknown when the stall began. The patient was experiencing withdrawal. No further complications were anticipated/reported.

Manufacturer narrative:
The pump was returned for analysis. Pump analysis found gear train anomalies of a stall due to shaft bearing and corrosion, wear or lubrication. The catheter was returned for analysis. Catheter analysis found that difficulty with the sutureless connector led to explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4)2012 explanted: product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the motor stall started on (B)(6) 2017 in the afternoon. A new pump was placed on (B)(6) 2017. The cause of the motor stall was unknown and the issue was resolved with the pump replacement. No further complications were anticipated/reported.